Manufacturer narrative:
The automated impella controller was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old male was implanted with an impella device for mechanical support. During a purge system change, the blue purge disc holder was noted to be damaged, and the automated impella controller was swapped as a result of the noted damage. There was no patient harm.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. It was reported that field service inspected the console and discovered a broken purge retainer. Field service replaced the broken retainer and the flag. The root cause of this issue was a broken purge retainer.